Event description:
Boston scientific received information in (B)(4) 2009 that the chronic right ventricular (rv) lead displayed electrogram noise which caused oversensing and pacing inhibition. The patient did not feel as good as previously and could tell that something had changed. A lead revision was performed, no obvious lead body damage was observed during the lead revision. There was difficulty retracting the helix when removing the lead. The lead was explanted and a new lead was successfully implanted. To date, no adverse patient effects were reported. Subsequently, boston scientific received information that this device was electively explanted in (B)(6) 2013 due to normal battery depletion. The device was received at boston scientific's return product department in (B)(4) 2013.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Engineering calculations determined that this device met longevity expectations. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.